Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 225403, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 15, 2020. The investigation of the returned device was completed by the failure analysis lab on june 23, 2020. Device evaluation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.4 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with mentor siltex round moderate profile 225cc saline prostheses experienced bilateral deflation and left sided baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with mentor saline was performed on (B)(6) 2020. See 1645337-2020-06847 for contralateral prosthesis report.